Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported several issues related to a system lock-up. There is no report of pt injury.